Event description:
Baxter reported, "leakage from a twist clamp of a transfer set." The date of how long the set was in use is unknown. There was no pt injury or medical intervention associated with this incident according to baxter japan.

Manufacturer narrative:
A sample has been requested for analysis.